Event description:
It was reported that an monofocal intraocular lens (iol) had a loading issue and the haptic broke during insertion. The lens was in the patient's right eye. Through follow up, it was learned that the trailing haptic broke during insertion. The iol was removed, cut, and replaced during the same procedure. Another johnson & johnson lens (same model and diopter) was implanted as a replacement with no issues. There was no patient injury. There was no medical or surgical intervention outside of the standard care. It was reported that the patient needed a retinal surgery related to the surgical complications and not the lens insertion. The iol is not available for return. No other information was provided.

Manufacturer narrative:
Section a5: ethnicity: unknown/asked but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.